Manufacturer narrative:
Clarification of report: the lead was initially capped and a portion was returned for analysis in 2013. In june 2014 during a non-related procedure, the physician elected to explant the capped portion. That portion was returned and analyzed. This information was submitted as a correction to the analysis narrative. This is to clarify that we received two portions of the same lead and analysis was performed on both portions and submitted.

Manufacturer narrative:
Externalized conductors due to external and internal insulation abrasion were noted at 14.1-17.1cm from the distal end. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Event description:
It was reported that noise was observed at the right ventricular channel of the device. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the proximal portion measuring 11.2cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.